Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states patient was doing well for some time. Began to complain of some knee pain and then noticed that his leg wasn't straight. X-rays revealed a loose tibia that collapsed into varus at the cement to implant interface. Depuy cement is used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 8 reports related to implant loosening, and one unrelated. Total for lot number: 9 ((B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4). Complaints received by cmw in the last 12 months for this issue: by product code: 129. By product family: 202 (69x smartset ghv gentamicin, 133x smartset gmv).